Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. It was noted by the customer that they had replaced the therapy cable in an attempt to troubleshoot the issue but the failure remained. There was no reported patient or user involvement and no adverse patient/user impact.